Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure, using an uphold vaginal support system, the suture broke 3-4 centimeters from the needle after the leg assembly was passed through the sacrospinous ligament. The detached piece of suture was retrieved. It is unk if the suture, with the needle at the end, was retrieved from inside or outside the pt. The procedure was completed with another uphold vaginal support system with no further complications to the pt, who is reportedly "fine" post-procedure. No further info about this event has been forthcoming.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the suture broke 3-4 centimeters from the needle after the leg assembly was passed through the sacrospinous ligament. The detached piece of suture was retrieved. It is unknown if the suture, with the needle at the end, was retrieved from inside or outside the patient. The procedure was completed with another uphold vaginal support system with no further complications to the patient, who is reportedly "fine" post-procedure no further information about this event has been forthcoming.